Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging hospitalized multiple times from headaches, dizziness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have hospitalized multiple times from headaches, dizziness. Related to a CPAP device's sound abatement foam. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Nor is there any report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section a3, h1 and h6 were updated in this report.